Event description:
The customer complained of the duckbill/oneway valve was sealed shut and not usable.

Manufacturer narrative:
This belated MDR is being submitted as part of our remediation reports in response to the FDA form 483 notification issued on june 4, 2014 by (B)(4) to ventlab, llc. This report consists of (B)(4) MDR's. The affected device was returned for investigation and malfunction was confirmed. The valve was opened after a moderate amount of pressure was applied to the bag. Looking back, the investigation results were inconclusive. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.